Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the large volume pumps (lvp) displayed dim segments and needed to be replaced. There were no patient incidents.

Event description:
It was reported that the large volume pumps (lvp) displayed dim segments and needed to be replaced. There were no patient incidents.

Manufacturer narrative:
The reported issue that the large volume pumps displayed dim segments was confirmed on the returned display board assemblies. Inspection: the customer returned 15 lvp display board assemblies each in an antistatic bag. Written on each of the affixed bag labels were the serial numbers of the lvp¿s the boards were from. Visual inspection of each board was performed and no damage, corrosion, or cold solder was observed. Testing: the returned display boards were tested using a lvp mockup test fixture attached to a cad pcu. The boards were tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing results identified all returned lvp display board assemblies had dim segments. Manufacturing issue device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 only display board was received for investigation